Event description:
Patient called lfs in 2004 alleging the meter was reading inaccurately low. The patient performed two control solution tests, which failed. The patient had obtained two blood sugar results of 16 and 24 mg/dl. Patient was taken to the hospital and given orange juice to drink. Over 30 minutes later their blood sugar was tested and the result was 189 mg/dl. The patient reported no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The meter was replaced for the patient. No further information has been reported.